Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 due to suspected premature battery depletion. Device data was sent to rhythmcare for review. Data analysis confirmed the device was depleting faster than expected. Rhythmcare recommended device replacement. This device remains in service. No adverse patient effects were reported.